Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have a return of symptoms of "no control whatsoever" of pt's bladder and have used 6-8 depends by the end of the day. Pt stated some days they "get along pretty well". Pt provided event date as "it's been a while, a couple of years" and stated it has not been getting any better. Pt stated they always wear a depends at night but stated "that's no problem". Pt stated initially programmer was not powering on that was resolved on the call by replacing programmer batteries  walked pt through how to connect with ins on call to assist pt with making therapy adjustment and pt reported on call once attempted to connect with ins that they were getting power-on reset( por). Reviewed por message meaning and redirected pt to hcp to address por message. Reviewed process to coordinate appt. With rep and provided pt with nas phone number to provide hcp if needed. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.